Event description:
Customer infusion set could not be primed, it was stated that customer performed the manual prime but the device repeatedly instructed to escape to rewind whenever the activate button was released.